Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during a training session on the arctic sun device one of the nurses mentioned that the water temperature had been 42 degrees and the pads felt warm, the patient temperature was not cold. They also noted that it was frequently showing low flow . The educator later informed them of another incident when the water temperature had dropped to 4 degrees when the patient was normothermic. These were two different patients. During their training session the device was frequently showing a low flow rate and the water temperature was colder than they would have expected. They completed the heating and cooling check in manual mode which it completed successfully.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device met specifications during testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during a training session on the arctic sun device one of the nurses mentioned that the water temperature had been 42 degrees and the pads felt warm, the patient temperature was not cold. They also noted that it was frequently showing low flow . The educator later informed them of another incident when the water temperature had dropped to 4 degrees when the patient was normothermic. These were two different patients. During their training session the device was frequently showing a low flow rate and the water temperature was colder than they would have expected. They completed the heating and cooling check in manual mode which it completed successfully. Per follow up information received via email on (B)(6) 2022, the device was frequently showing a low flow rate and water temperature was colder than expected.